Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch #1 should have been listed as 21may2025.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". This report is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". Clarification to d6a partial implant date: 1998 was provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". This report is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, an opening and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". This report is for the left side. The device has been explanted.